Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a lead revision procedure when the physician implanted this right ventricular (rv) lead he experienced difficulty retracting the helix. When testing the lead it would only sense and pace when in unipolar configuration. It would not sense or pace in bipolar configuration. The lead was attempted and not implanted. The chronic rv lead was left in the patient and no adverse patient effects were reported.